Event description:
Customer reports a scope was used on a patient with a possible diagnosis of creutzfeldt-jacobs disease and then scope was reprocessed in unit.

Manufacturer narrative:
Possible exposure of cjd to an endoscope reprocessor, unit functioned as intended. On (B)(6), 2011, a representative from (B)(6) hospital contacted medivators tech service department. They reported possible unit contamination with (B)(4). Facility continued to reprocess scopes in subject unit. Facility was contacted; minntech representative reiterated the importance of destroying unit by way of incineration to eliminate the possibility of contaminating additional scopes and possibly infecting patients. The facility was provided the recommendation on (B)(4), 2011. If any additional information is received, minntech will review upon receipt.